Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for evaluation. The device was not saved. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR could not be performed as the lot number was not reported. A review of internal procedures supports that the device was unlikely to have been released from stryker with the reported failure mode. The reported event may be attributed to: sensor not applied properly. Device is used in conditions where inaccurate readings are obtained. Patient motion. Ambient light. Failure of sensor or sensor circuit. Failure of led or led circuit. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the pulse oximeter sensor gave inaccurate readings. The facility reported that on a relatively sick patient, a procedure was aborted to resuscitate the patient from hypoxia with a tremendous a-a gradient, including the use of advanced testing like bedside echo, intracardiac echo and the facility was considering echmo. It was determined the patient wasn't really hypoxic. After getting abg results that conflicted with the data seen in the lab, the facility switched the probe, and the patient¿s saturation went from 68% to 100% immediately. The patient ended up going intubated to the ICU after an aborted procedure. Multiple attempts were made to obtain clarity and additional information from the facility. No information was provided.